Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device dislocation ("migration of essure device location of device : salpingectomy (bilateral removal of fallopian tubes)"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding (general)") and appendicitis ("infections (other) describe: appendix") in an adult female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included c-section. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infection/ infection (other)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), abdominal pain upper ("abdominal pain upper mid abd pain"), neck pain ("back of neck pain"), back pain ("upper back pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with doxycycline, eletriptan, estradiol, hydrocodone bitartrate;paracetamol (norco), metronidazole (flagyl), pantoprazole, topiramate, vicodin (hydrocodone w/acetaminophen), naproxen sodium (naproxen sodium (<=220 mg)) and surgery (laparoscopic appendectomy, laparoscopic appendectomy and supracervical hysterectomy and laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain upper, neck pain and back pain was resolving, the device dislocation, pelvic inflammatory disease, infection, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, appendicitis and menstrual disorder had resolved. The reporter considered abdominal pain upper, anxiety, appendicitis, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, menstrual disorder, neck pain, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: results: early appendicitis. Computerised tomogram pelvis - on (B)(6) 2012: results: early appendicitis. Laparoscopy - in (B)(6) 2010: results: acute appendicitis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic inflammatory disease and infections (other) described as appendix. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: pfs received. Events severe pelvic pain / pain, abdominal pain upper mid abd pain, back of neck pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) outcomes updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device dislocation ("migration of essure device location of device : salpingectomy (bilateral removal of fallopian tubes)"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding (general)") and appendicitis ("infections (other) describe: appendix") in an adult female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included c-section. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstrual disorder ("abnormal menstruation issues"), abdominal pain upper ("abdominal pain upper mid abd pain"), neck pain ("back of neck pain"), back pain ("upper back pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with pantoprazole, eletriptan, topiramate, estradiol, vicodin (hydrocodone w/acetaminophen), vicodin (norco), naproxen sodium (naproxen sodium (<=220 mg)), metronidazole (flagyl), doxycycline, surgery (laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy.), surgery (laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy.), surgery (laparoscopic appendectomy and supracervical hysterectomy) and surgery (laparoscopic appendectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, appendicitis, dysmenorrhoea, dyspareunia, menstrual disorder, abdominal pain upper and back pain had resolved and the device dislocation, pelvic inflammatory disease, infection, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain upper, appendicitis, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, menstrual disorder, neck pain, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: early appendicitis. Computerised tomogram pelvis - on (B)(6) 2012: early appendicitis. Laparoscopy - in (B)(6) 2010: acute appendicitis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic inflammatory disease and infections (other) described as appendix. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events infection, abnormal vaginal bleeding, menorrhagia and she did not undergo essure confirmation test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device dislocation ("migration of essure device location of device : salpingectomy (bilateral removal of fallopian tubes)"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding (general)") and appendicitis ("infections (other) describe: appendix") in a 26-year-old female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included c-section. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6)2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6)2012, the patient experienced infection ("infection/ infection (other)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), abdominal pain ("abdominal pain upper mid abd pain / abdominal area"), neck pain ("back of neck pain"), back pain ("upper back pain") and abdominal pain upper ("abdominal pain upper mid abd pain"). The patient was treated with antibiotics, doxycycline, eletriptan, estradiol, hydrocodone bitartrate;paracetamol (norco), hydrocodone;paracetamol (acetaminophen;hydrocodone), pantoprazole, topiramate, naproxen sodium (naproxen sodium (<=220 mg)) and surgery (laparoscopic appendectomy, laparoscopic appendectomy and supracervical hysterectomy and laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, neck pain, back pain and abdominal pain upper was resolving, the device dislocation, pelvic inflammatory disease, infection, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, appendicitis and menstrual disorder had resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, appendicitis, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, menstrual disorder, neck pain, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Computerised tomogram abdomen - on (B)(6)2012: results: early appendicitis. Computerised tomogram pelvis - on (B)(6)2012: results: early appendicitis. Laparoscopy - in (B)(6)2010: results: acute appendicitis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic inflammatory disease and infections (other) described as appendix. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: pfs received : event abdominal area added. Onset date of events added and updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device dislocation ("migration of essure device location of device : salpingectomy (bilateral removal of fallopian tubes)"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding (general)") and appendicitis ("infections (other) describe: appendix") in an adult female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included c-section. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and infection ("infection/ infection (other)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), abdominal pain upper ("abdominal pain upper mid abd pain"), neck pain ("back of neck pain"), back pain ("upper back pain"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with pantoprazole, eletriptan, topiramate, estradiol, vicodin (hydrocodone w/acetaminophen), vicodin (norco), naproxen sodium (naproxen sodium (<=220 mg)), metronidazole (flagyl), doxycycline, surgery (laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy.), surgery (laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy.), surgery (laparoscopic appendectomy and supracervical hysterectomy) and surgery (laparoscopic appendectomy). Essure was removed on 24-jul-2012. At the time of the report, the pelvic pain, genital haemorrhage, appendicitis, dysmenorrhoea, dyspareunia, menstrual disorder, abdominal pain upper and back pain had resolved and the device dislocation, pelvic inflammatory disease, infection, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain upper, anxiety, appendicitis, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, menstrual disorder, neck pain, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Computerised tomogram abdomen - on 25-jun-2012: early appendicitis computerised tomogram pelvis - on 25-jun-2012: early appendicitis laparoscopy - in november 2010: acute appendicitis concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic inflammatory disease and infections (other) described as appendix. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2018: plaintiff fact sheet received. Events depression, anxiety were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), device dislocation ('migration of essure device location of device : salpingectomy (bilateral removal of fallopian tubes)'), pelvic inflammatory disease ('pelvic inflammatory disease') and appendicitis ('infections (other) describe: appendix') in a 26-year-old female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included c-section. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced infection ("infection/ infection (other)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), appendicitis (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), abdominal pain ("abdominal pain upper mid abd pain / abdominal area"), neck pain ("back of neck pain"), back pain ("upper back pain"), abdominal pain upper ("abdominal pain upper mid abd pain"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with antibiotics, doxycycline, eletriptan, estradiol, hydrocodone bitartrate;paracetamol (norco), hydrocodone;paracetamol (acetaminophen;hydrocodone), pantoprazole, topiramate, naproxen sodium (naproxen sodium (<=220 mg)) and surgery (laparoscopic appendectomy, laparoscopic appendectomy and supracervical hysterectomy and laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, appendicitis, menstrual disorder, vaginal haemorrhage, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and vaginal infection had resolved, the device dislocation, pelvic inflammatory disease, infection, menorrhagia, depression and anxiety outcome was unknown and the dysmenorrhoea, dyspareunia, abdominal pain, neck pain, back pain and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, anxiety, appendicitis, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, menstrual disorder, neck pain, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: results: early appendicitis. Computerised tomogram pelvis - on (B)(6) 2012: results: early appendicitis. Laparoscopy - in november 2010: results: acute appendicitis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic inflammatory disease and infections (other) described as appendix. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event infections/infection (bladder/ urinary tract/vaginal), vaginal discharge added. Event outcome for pain, bleeding changed to recovered. Seriousness criteria (medically significant) of event genital hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), infection ("infections") and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (underwent removal of the essure device). Essure was removed. At the time of the report, the pelvic pain, dyspareunia, infection and menstrual disorder outcome was unknown. The reporter considered dyspareunia, infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), device dislocation ('migration of essure device location of device : salpingectomy (bilateral removal of fallopian tubes), pelvic inflammatory disease ('pelvic inflammatory disease') and appendicitis ('infections (other) describe: appendix') in a 26-year-old female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included c-section. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) of 2012, the patient experienced infection ("infection/ infection (other). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general), appendicitis (seriousness criterion medically significant), menstrual disorder ("abnormal menstruation issues"), abdominal pain ("abdominal pain upper mid abd pain / abdominal area"), neck pain ("back of neck pain"), back pain ("upper back pain"), abdominal pain upper ("abdominal pain upper mid abd pain"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: vaginal, uti"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with antibiotics, doxycycline, eletriptan, estradiol, hydrocodone bitartrate;paracetamol (norco), hydrocodone;paracetamol (acetaminophen;hydrocodone), pantoprazole, topiramate, naproxen sodium (naproxen sodium (<=220 mg) and surgery (laparoscopic appendectomy, laparoscopic appendectomy and supracervical hysterectomy and laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, appendicitis, menstrual disorder, vaginal haemorrhage, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis and vaginal infection had resolved, the device dislocation, pelvic inflammatory disease, infection, menorrhagia, depression and anxiety outcome was unknown and the dysmenorrhoea, dyspareunia, abdominal pain, neck pain, back pain and abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain upper, anxiety, appendicitis, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, menstrual disorder, neck pain, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2012: results: early appendicitis. Computerised tomogram pelvis - on (B)(6) 2012: results: early appendicitis. Laparoscopy - in (B)(6) of 2010: results: acute appendicitis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic inflammatory disease and infections (other) described as appendix. Lot number:706577 manufacturing date: (B)(6) of 2010. Expiration date:(B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device dislocation ("migration of essure device location of device : salpingectomy (bilateral removal of fallopian tubes)"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding (general)") and appendicitis ("infections (other) describe: appendix") in an adult female patient who had essure (batch no. 706577) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, device dislocation, pelvic inflammatory disease (seriousness criteria medically significant and intervention required),pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage, appendicitis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menstrual disorder ("abnormal menstruation issues"), abdominal pain upper ("abdominal pain upper mid abd pain"), neck pain ("back of neck pain") and back pain ("upper back pain"). The patient was treated with pantoprazole, eletriptan, topiramate, estradiol, vicodin (hydrocodone w/acetaminophen), vicodin (norco), naproxen sodium (naproxen sodium (<=220 mg)), metronidazole (flagyl), doxycycline, surgery (laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, appendicitis, dysmenorrhoea and dyspareunia had resolved and the device dislocation, pelvic inflammatory disease, menstrual disorder, abdominal pain upper, neck pain and back pain outcome was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Computerised tomogram abdomen on (B)(6) 2012: early appendicitis; computerised tomogram pelvis on (B)(6) 2012: early appendicitis; laparoscopy in (B)(6) 2010: acute appendicitis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic inflammatory disease and infections (other) described as appendix. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received : the event added abnormal bleeding (general), infection (other) described as appendix, migration of essure device location of device: salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia, pain and pelvic inflammatory disease, back of neck pain, upper back pain and abdominal pain upper mid abdominal pain added as events. Patient data and reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death, or serious injury. If additional information becomes available it will be provided on a supplemental report.